Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+5.0/103 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found optic torn/split on the lens. Lens returned in 2 halves, unable to perform dimensional inspection. Claim# (B)(4).